Event description:
Attempted to cross a heavily calcified circumflex. Had difficulty crossing the eccentric organized calcium. Wire appeared to have the polymer jacket compromised due to the presence of the calcium. No remedial action taken. Wire and all pieces were removed from vessel and new wire was selected. Patient was not in need of remedial action from the device failure.